Event description:
The handpiece was sent in for repair with the comment that patient was burned on lip during a call with the dental office it was stated that nobody was burned, it was just recognized that the handpiece started to get hot.

Manufacturer narrative:
The analysis did show that the bearings have been gritty and the spray water has been clogged. During a test run the heat up was reproducible. The condition of the bearings is the result of the normal wear process. The missing spray water supports the increase of temperature. For treatments on the tooth it is a must to have spray water to avoid a too high temperature on the dentin during the treatment. The user instruction requires a visual and functional test prior to each treatment to ensure the handpiece runs within specification. Reported due to the 2 year presumption rule.